Event description:
It was reported that the system displayed a control panel error. This error causes the system to immediately shut down. There is no report of injury or death in this complaint.

Manufacturer narrative:
The customer cancelled the service call.